Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #'s 2183959-2012-00323, 00324. The pt was implanted with an miniarc on (B)(6) 2010. It was reported the pt experienced pain and suffering, emotional and mental distress, excessive bleeding, mesh erosion, destruction of vaginal tissue, hardening, infection, and permanent injury. The pt required corrective surgery, although further details were not provided.